Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported issue was confirmed. The identified issue is due to humidity detected inside the electronic connector which was likely linked with an improper manipulation of the reported equipment. The exact circumstances of this issue was not determined. The subject device was not leaking. After the device was dried, the image was restored. The a-rubber adhesive deterioration was also found which was likely a result of a phenomenon that has occurred throughout reprocessing. Regarding the general condition of the scope, it was found to be likely a consequence of general wear during handling also combined with mishandling. The following sbc (non-reportable) findings were also found below: broken pixel was found on the image. Master and slave video m plug units were cracked. Master and slave cables tube units were stiff. Fe lever was worn. Lg bundle failed. Lg connector corroded inside. Sw2 malfunctioned due to the broken connection wire. Insertion section was loose. Olympus will continue to monitor field performance for this device.

Event description:
The customer informed olympus (osp) customer service support the endoeye flex 3d deflectable videoscope had a communication error, e216, during a gynecology procedure. The procedure was completed using the same scope. No patient injury or harm was reported to olympus. The scope will be returned to the repair center for evaluation.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.